Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via right internal jugular vein using MRI powerport isp. During the procedure, the tube allegedly found flushing was not smooth when flushing the cannula. It was further reported that metal substance inside the cannula blocking the tubing lumen and there was no spare sterile cannula in the operating room. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via right internal jugular vein using MRI powerport isp. During the procedure, the tube allegedly found flushing was not smooth when flushing the cannula. It was further reported that metal substance inside the cannula blocking the tubing lumen and there was no spare sterile cannula in the operating room. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a clinician holding a right angled non coring needle. An opened tray placed on table containing one introducer needle, one dilator and sheath and j-tip guidewire in a guidewire hoop. No anomalies were noted. Therefore, the investigation is inconclusive for the reported difficulty in flushing and blockage issue as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.